Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Error 25521 was not reproduced during the fse visit. The fse replaced the master tool manipulator (mtm) due to the issues experienced by the customer. The system was then tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer disabled surgeon side console (ssc) 2 after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that error 25521 occurred. The customer could resolve the issue by pressing master tool manipulator (mtm) disabled button. The tse reviewed the error logs and confirmed a single non-recoverable error 25521 and disabled mtm left on surgeon side console (ssc) 2. The tse advised the customer to power cycle the system after the procedure. The customer will follow the advice. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. It was confirmed that the surgeon intended to use both ssc 1 and ssc 2, but since the error occurred, surgeon disabled ssc 2 to complete the procedure. After the procedure, the error did not reoccur after the power was turned off and on. However, the same error occurred multiple times during the procedure preparation in the next day. The error was recovered by powering on and off. Eventually, the master tool manipulator (mtm) was replaced to resolve the issue.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the master tool manipulator 2 (mtm 2) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint upon error log review, but the issue could not be reproduced. Visual inspection was performed. The mtm was installed onto the system and powered up. Since cycle and a test drive were performed without any issues. The mtm passed the tests performed via matlab. The embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a precaution. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.